Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 2 patient samples tested on a cobas 6000 c (501) module. Of the data provided, there were discrepant results for 1 patient sample. The initial na result was 153 mmol/l and was reported outside of the laboratory. The repeat result was 142 mmol/l. It was not clear if erroneous results were reported outside of the laboratory. Clarification has been requested. There were no adverse events. The na electrode lot number was asked for but not provided. The field service engineer (fse) found a salt bridge between the acrylic blocks. The fse cleaned the salt from the acrylic blocks, conditioned the tubing, cleaned the ise bath, cleaned the vacuum nozzles, and primed the ise reagents. The fse ran ise checks and precision. The customer ran calibration and qc. All were acceptable. The investigation determined that the qc was acceptable and that the service action resolved the issue.